Event description:
The reporter stated that the product became disconnected at the patient end (slip end) and the patient lost a significant amount of blood. There was no testing or treatment required. No patient injury resulted from this issue.